Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown liner lot #: unknown, item #: unknown unknown stem lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04863 liner.

Event description:
It was reported by the 411 group that a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for a dislocation. The sales rep was inquiring about implant identification. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs were reviewed and showed the following : right hip arthroplasty with dislocation of the right femoral head from liner. There was minimal radiolucency at the bone cement interface of the proximal femoral. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.